Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken wire on a atrial retractor instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument had a broken wire was confirmed. The instrument was found to have frayed pitch cable at the distal clevis hub. No damage was found at the clevis. A frayed segment was observed to be approximately 0.02 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.